Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter-in-law) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. It is unclear when the alleged inaccuracy issue started. The reporter originally called as she wanted to change the meter¿s unit of measure from mmol/l to mg/dl, as she did not know how to interpret the results in mmol/l. It was at this stage that the reporter alleged that the meter was reading inaccurately high compared to the patient¿s feelings. She reported that at an unknown time on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of ¿15.3 mmol/l¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages his diabetes with unspecified medications and takes blood pressure tablets each morning. The reporter alleged that on (B)(6) 2018, prior to obtaining the alleged inaccurate high result, she had walked into a room to find the patient ¿unresponsive, lethargic, shaking and cold¿. She reported that she gave the patient ¿peanut butter crackers, water and a little bit of sweet tea or (B)(6)¿, after which he ¿felt better¿. The reporter denied that any other device had been used to record the patient¿s blood glucose levels. During troubleshooting, the cca successfully assisted the reporter in changing the meter¿s unit of measure from mmol/l to mg/dl, along with the date/time. However, the cca also noted that the patient¿s test strips had expired in june 2017, invalidating the results obtained. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Unresponsive, lethargic, shaking and cold, while using the subject meter.